Event description:
It was reported that the patient was experiencing loss of therapeutic effect. It used to affect big toe and now it was not even doing that. That stopped last week. Regarding when did the event or symptoms occur, it was noted: today, this am. The patient was not able to adjust stimulation. It was reviewed that upper limit was reached. 1.0v. The patient was implanted (B)(6) and wanted to increase. The patient didn't feel it was working. The patient was running to the bathroom more frequently. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: n EU_unknown_lead, product type: lead. (B)(4).